Event description:
The ge oec 9800 fluoroscopy system would not produce an image in the normal or mag1 imaging modes. Mag2 was functional. This was discovered during the set up of a procedure. No patient involvement was noted.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective image intensifier power supply that was removed and replaced to repair the malfunction. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.